Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and often required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on proper usage of the button and confirmed that the pump display activated despite the difficulty. Ultimately, technical support decided to replace the pump, which was still under warranty, and advised the caller to use the current pump while a replacement was sent. The caller was instructed to put the pump in storage mode before returning it and acknowledged the return instructions.